Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and confirmed error 23008. The fse replaced the patient side manipulator (psm) arm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the psm involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, error 23008 occurred repeatedly on the patient side manipulator (psm) arm 3 while the customer was removing an instrument on the arm. The error kept returning after 'recover fault' and 'system rebooting'. The customer elected to disable the psm arm and continued the procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the error logs and found error 23008 on the psm3, axis1. The procedure was continued with the remaining psm arms with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without issue. The issue occurred after the procedure had been in progress for about 2 hours.

Manufacturer narrative:
The patient side manipulator (psm) was analyzed, and error 23008 was confirmed but not replicated. Errors 23008 only appeared in the remotefe pointing to the insertion axis. The unit was installed in the system and started up in normal mode without triggering any faults or errors. The psm was tested and had functioned as expected. The unit passed all standard triage testing. Further inspection of the insertion encoders, encoder flat flex cable (ffc)¿s, and helical gears showed no signs of any damage, contamination, or seating issues. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.